Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient with a rapid heart rate, their device powered itself off twice. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio downloaded and reviewed the device's electronic records and verified that the device did unexpectedly lose power. Physio replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient with a rapid heart rate, their device powered itself off twice. There were no adverse effects to the patient as a result of the reported issue.